Event description:
During evaluation of a returned spectrum pump, the device had an upstream occlusion sensor issue. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had an 'upstream sensor failure'. A review of the history log revealed auo02 (upstream sensor failure) .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic sensor require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.